Event description:
It was reported that during use of the opsite post-op dressing, water came inside the wound, making it not waterproof. Backup was available but when all the s+n dressings were used, customer decided to buy another's company product to continue the treatment. No patient harm was reported.

Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. Medical review reported without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. The associated risk files covers multiple failure modes leading to the dressing becoming not watertight, however without information as to the cause or any harms caused by the failure, no further link to the risk files can be assigned. The device used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential factors that can contribute to the reported event include the dressing incorrectly applied or there is anything preventing the dressings from being attached directly to the skin area. The instructions for use provide comprehensive instructions of the safe operation, use and limitations of the device. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The complaint history file contains further instances of the reported event; however, this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Case-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the opsite post-op dressing, water came inside the wound, making it not waterproof. It is unknown if a backup was available, no patient harm was reported.